Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced and reprogramed the affected patient side cart (psc) touchpad to resolve the issue. Additionally, the fse replaced 2-foot pedals, an air filter and the headrest due to natural wear. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The touchpad was returned for failure analysis, and the reported issue could not be replicated. In the system logs, no data was found indicate that the fault had occurred the field. Upon visual inspection the touchscreen was very dirty around the edges. The touchpad was installed on a printed circuit assembly (pca) testing system. The unit was programed and powered on showing no errors. Ran 10x power cycles with 30-minute idle time no errors. Tested all the touch functions with clear images and no distortions. The complaint was not confirmed based on failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer swapped patient side carts (psc) due to repeated errors. Error 311 was displayed on the system, indicating that the psc was running on golden image non-clinical software and needed to be reprogrammed. There were no reports of patient injury.